Event description:
It was reported that a cartridge alarm 20 occurred, but there was no adverse impact to the customer¿s blood glucose level. The issue did not cause the customer¿s blood glucose to exceed 500 mg/dl (27.7 mmol/l). The customer reloaded the existing cartridge onto their pump and was able to successfully resume insulin therapy, although a cartridge alarm 30 occurred on 08/21/2025, which is documented in another case.